Manufacturer narrative:
One (1) 3i t3® tapered implant 5/4 x 11.5mm (bopt5411) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified signs of use around the implant body. No malfunction was detected. Product matched print specifications when measured using caliper ID: 312 due: jun 11, 2021. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 31 and was used for approximately 21 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019051810). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019051810) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant had a loss of integration. Patient was experiencing extreme pain at implant site tooth #31 that required oxycodone to relieve and manage pain. Patient was also prescribed an antibiotic for a possible infection.